Event description:
Per clinical review: the manufacturer's clinical specialist spoke with the perfusionist regarding the incident the team had with the electronic patient gas system (epgs) on the heart lung machine (hlm) during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. The team set up the epgs and calibrated the fraction of inspired oxygen (fio2) sensor without issue for a procedure on (B)(6) 2021. During the end of the case as the perfusionist was adjusting the fio2 to about 90, the actual reading was about 70, and it jumped around a little bit then settled down, but still was 10-20% points from the actual set amount. The perfusionist did not go to an external source, he used his gas values and evaluation that he was appropriately oxygenating the patient. There was no harm or blood loss due to this event. There was no delay in the continuation of the surgical procedure. The perfusionist additionally did not recall any messages on the central control monitor (ccm) regarding the epgs.

Manufacturer narrative:
Updated block: b5 during laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to pass initial calibration. The epgs repeatedly displayed an 'o2 analyzer needs calibration' message, prompting the pst to recalibrate. The pst determined the epgs oxygen (o2) sensor was defective. The service repair technician verified the reported issue. He powered up the epgs and connected air and oxygen at 50 pounds per square inch (psi). He waited for the warm up cycle to complete then calibrated the oxygen analyzer successfully. Monitored the epgs and observed the setpoint and external analyzer had different values. The o2 sensor was replaced. The unit operated to the manufacturer¿s specifications.

Manufacturer narrative:
The reported complaint was confirmed. Per the supplier evaluation, the cause of the failure was due to a gas bubble around the edges of the underlay near the cathode. Signs of dehydration were slightly visible. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the epgs and performed verification/release testing. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) setpoint was 80% and the external oxygen analyzer was reading 75%. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.